Event description:
Per the report received from norway, this patient with a 7300tfx29 valve implanted in the mitral position, has been admitted decompensated (mean gradient 12mmhg mva 0,6cm2) and placed under consideration for a valve-in-valve procedure after an implant duration of at least eight (8) years and five (5) months due to degeneration, which led into severe mitral stenosis. The decompensation was treated with anticongestive treatment, resulting in mean gradient 14mmhg, mva 0,5-0,6cm2. The patient presented with dyspnea.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.